Manufacturer narrative:
Additional information was received which indicated that the initial valve dislodged after full deployment. This required the second valve to be implanted with resolution. No additional adverse patient effects were reported. Updated data: h6 device code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a second valve was also reported to be implanted for an unknown reason. No additional adverse patient effects were reported.